Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Not returned to manufacturer.

Event description:
Distributor reported on behalf of user facility that during patient injection, the needle separated from the syringe. No adverse effects to patient or clinician were reported.

Manufacturer narrative:
Two unused products samples from the reported lot were returned for investigation. The products were received in a sealed plastic bag with the original packaging included. Visual inspection of the products did not reveal any defects or abnormalities. A simulated use test was performed on the samples. The returned samples were assembled to the mating luer of a syringe. The samples were assembled according to the instructions for use, whereby a push and twist motion was used to seat the needles onto the needle-pro device. The needles were inserted within an isoprene injection site (simulating the patient). The plungers of the syringes were advanced (simulating injection) and the assemblies were then drawn back removing the needles from the "patient". The samples were observed for signs of disconnect between the needles and the needle-pro devices or the needle-pro devices and the syringe luers. No issues were observed. The samples remained assembled as intended. Based on the results of this investigation the complaint could not be confirmed.